Manufacturer narrative:
The customer report of a patient receiving a bolus of medication event though ¿functions were off¿ was not confirmed. Physical inspection noted the device to be in good condition. Only the pump module was received for investigation; the module event log shows that the device was powered on at 11:38 am on (B)(6) 2015. At 11:40 am, the device alarmed for flo stop open. At 11:43 am, the device was selected, however there were no more entries for this device for the reported event date and the next power on does not occur until (B)(6) 2015. Functional testing was performed and the device was found to be in specification. No unrestricted fluid flow was observed during functional testing when the device door was closed. The primary set in use at the time of the event was not returned for investigation.. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient received an unintended bolus of medication while connected to a pump and IV tubing even though the "functions were off". The nurse was in the process of programming the pump and noticed a rapid drip in the IV tubing drip chamber before the infusion was started. No report of patient harm and/or medical intervention.